Event description:
As reported, during an unspecified procedure, two gage nitinol stone extractor baskets would not open. A third gage nitinol stone extractor from a different lot was used to complete the procedure. The issue with both devices were discovered prior to making contact with the patient and they were not used. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510k # ¿ exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during an unspecified procedure, two ngage nitinol stone extractor baskets would not open. A third ngage nitinol stone extractor from a different lot was used to complete the procedure. The issue with both devices were discovered prior to making contact with the patient and they were not used. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Corrected information: h6 (annex g). Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the complaint devices was also conducted. Two devices were returned to cook for investigation in shipping trays and one labeled pouch. The first device was found to have the basket sheath bent and kinked near the proximal end. The damage was preventing the basket from actuating. The second device was found to have the yellow support sheath bent. The bent was preventing the basket from actuating. Cook completed a review of the device history record (DHR). The DHR for the reported lot found 1 non-conformance for bent/kinked that could possibly be related, however, the non-conforming product was scrapped. The possibly related non-conformance was not sufficient evidence to suspect other devices in the lot could have been non-conforming. A lot history search found no other complaints had been reported for this lot. Because there were no other related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps important: excessive force could damage device. Devices are tested multiple times for functionality during manufacturing and quality control checks. It is possible that device handling when removing the devices from the packaging inadvertently caused the observed damage, but there was no known information related to device handling. Cook has concluded that the cause for the issue could not be conclusively determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.